Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode into the external auditory canal. The patient also experienced ear pain, numbness and tingling on one side of their face with intermittent facial stimulation (eye twitch). There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, it was reported that the device was originally implanted with the ground electrode in the ear canal, which is contrary to the instructions for use (IFU) and resulted in an explant. The device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.